Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that this pacemaker longevity had decreased for three years in just seven months. Moreover, engineering analysis was performed in which result showed that the power consumption of this pacemaker had been increasing during the past year and was expected to continue to increase. It was then suggested to replace device and returned for analysis. The malfunction appeared consistent with other pulse generator that had continuous average power increases. Further, this pacemaker was explanted due to advisory/recall. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker longevity had decreased for three years in just seven months. Moreover, engineering analysis was performed in which results showed that the power consumption of this pacemaker had been increasing during the past year and was expected to continue to increase. It was then suggested to replace device and returned for analysis. The malfunction appeared consistent with other pulse generator that had continuous average power increases. Further, this pacemaker was explanted due to advisory/recall. No additional adverse patient effects were reported.

Manufacturer narrative:
Type of reportable event field was corrected. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device.